Manufacturer narrative:
Evaluation results: unable to confirm reason for return; image quality passed product specification. No other issues found with scope. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported the scope was hooked up to monitor and there was no input or output. Screen showed black, prior to medical procedure.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).